Event description:
As reported for this event by the customer, an e105 lamp error message was observed for the device. There is no harm reported to any patient or persons.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum jul 13, 2022: event occurred during preparation for use in the operating room. Intended procedure was completed with some delay with another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was unable to be duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the lamp error message e105 was unable to be identified. Olympus will continue to monitor field performance for this device.